Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a system failure primary audible alarm power on self-test (post). The event occurred while preparing for a case and was discovered before use. The issue was not related to physical damage or abuse. There was no patient involvement and no patient harm.

Manufacturer narrative:
While performing a review of file cn-280245, it was discovered that the file was inadvertently assessed as reportable. There was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2024-03177 is no longer considered reportable, please disregard any reports associated with it.